Manufacturer narrative:
Our evaluation confirmed that a metal piece had come off distal jaw. Instrument had been in use for 5 years. The loss of the distal tip of the inside jaw would have rendered the instrument non-operational.